Event description:
During surgery, the or table side rail to which the right armboard was attached with the patient's arm on it, separated from the or table. The armboard latches to the rail. The rail which attaches to the table broke off the table. The armboard, with the patient's arm attached was caught by an rn. The tables receive routine maintenance every 6 months by clinical engineering and the past inspections passed.